Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe reported that the reagent spinning disks on the reagent carousel were not working properly due to a build up of residue. The fe replaced the reagent spinning disks and returned the analyzer to expected operation. The root cause of the malfunction was improper maintenance of components.

Event description:
The customer reported that the ortho provue analyzer did not dispense the correct amount of red cell during antibody screen testing. An incorrect dispense of red cell can lead to an incorrect antibody/antigen ratio and possible false negative test results. Pt results were not released.